Event description:
During a therapeutic urological procedure they were unable to insert the guidewire into the pigtail of the stent. They proceeded and it protruded through the stent. When they removed it, the pigtail remained inside the patient. It was seen under x-ray and successfully removed.